Event description:
Caller reported that the t:slim x2 pump battery would not charge and was unable to confirm any power source alert due to a dark screen. Attempts to charge the pump using different wall adapters and charging cables were unsuccessful. There was no adverse impact to the customer's blood glucose level. The customer will use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.